Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia via a manufacturer¿s representative (rep). The rep reported that the patient reported a shooting sensation down the right side of his neck. The rep reported that the patient turned the ins off and the sensation went away. The rep reported that they checked impedances and they looked okay. The rep reported that they reprogrammed the patient to see if it would resolve the issue. It was noted that this was a sudden change. Additional information was received from the rep on (B)(6) 2017. The rep reported that the shooting sensation went away when stimulation was turned off, so it appeared to be stimulation. The rep reported that the patient was given a new program utilizing different contacts and was not experiencing the shooting sensation any longer. No further complications were reported.